Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were reprogrammed the day prior to the report to optimize the location of their stimulation, and move it further up their back. The patient stated that since then, their stimulation will decrease to about half of what they set it to, when they are in the same position for 20-30 seconds. They noted that he stimulation will then increase after another 20-30 seconds. The patient stated that they thought it might have occurred with their movement, so they monitored the settings while sitting still. It was reviewed that the patient could turn off adaptive stimulation if the issue does not resolve. The patient was to contact their healthcare provider if the issue persists. No further complications were reported. The patient was implanted for non-malignant pain.